Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficult to remove appears to be related to the patients deep tissue tract. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was completed using a starclose se device with a 6f sheath after a diagnostic coronary procedure. Reportedly, removal of the starclose se device from the patient was difficult and prolonged because the tissue tract was very deep. Hemostasis was achieved by the starclose se clip. There was no adverse patient effect. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.